Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent alert 38 indicating a motor stall despite multiple restarts, consistent with a device failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, with the device issue characterized as failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.